Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal and the upstream occlusion (uso) seal was separating from the chassis. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso and uso seals were replaced.

Event description:
Evaluation of the returned device revealed cracks in the downstream occlusion seal and the upstream occlusion seal was separating from the chassis. There was no patient involvement.